Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Further investigation identified the deteriorated piston foam and a crack in the door piston. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.